Event description:
Failed no sensor [device issue]. Case description: on (B)(6) 2015, a respiratory therapist (rt) in the united states spoke with ikaria technical services regarding a failed no (nitric oxide) sensor with inomax dsir# (B)(4). The device was not in use on a patient and no adverse event was reported. The rt reported a failed no sensor, low and high no calibrations were performed and the alarm continued. Inomax dsir# (B)(6) was removed from service and returned to ikaria for service investigation. Case comment: on 4/05/2015: the device was not in use at the time of device issue and did not result in an adverse event; however it is being reported because a similar device issue occurred in the past that resulted in a serious adverse event (refer to MDR #3004531588-2013-00023).

Manufacturer narrative:
The device investigation was completed on 3/30/2015. Device evaluation summary: inomax dsir# (B)(4) was returned to the manufacturer for service investigation. The regional service ctr (rsc) investigation confirmed the reported complaint of failed no (nitric oxide) sensor alarm, failed no alarm present at boot up. The rsc successfully calibrated the device and cleared the failed no alarm. The rsc replaced the no cell. The service log revealed a failed low no cell calibration. Failed no sensor alarms followed the failed low no calibration. The failed low no cell calibration was raised due to low point counts above maximum, low point: 2141 counts, high point: 1139 counts. Prior to the failed low no cell calibration a delivery failure alarm was raised for monitored no greater than absolute max of 100 parts per million (ppm); actual value: 101. The root cause for this report is no calibration low counts above maximum. This condition will be tracked and trended under ikaria's quality system. A full functional test was performed and the device operated according to specifications so it was returned to the device service pool. This device was not in use on a patient; however, it is being submitted to regulatory authorities because a similar failure occurred in the past which resulted in a serious adverse event (MDR 30045431588-2013-00022).